Manufacturer narrative:
Correction: previously, the lead's lot # was incorrectly listed as the serial #. This has been updated: product ID 977a275, lot# 0208856712, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Manufacturer narrative:
Analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis found conductors #2, #3, #5, #6, and #7 of the lead were broken 13.6 cm from the distal end (at the anchor site). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient experienced a loss of stimulation. There were no known external factors that contributed to the event. Troubleshooting was performed. Lead impedances were measured via the implantable neurostimulator (ins) and intra-operatively via the external neurostimulator (ens) and screening cable. High impedances were measured on all lead poles. The action taken to resolve the issue was the lead was removed and implant of a new was planned for the future. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.